Event description:
It was reported that the patient wanted the device removed due to dissatisfaction with the device. It was noted that the patient never had therapeutic effect. There was no stimulation sensation. It was noted that the patient had turned device all the way up to no available and still did not feel stimulation. It was noted that the number when the patient turns the device all the way up is ¿20-30.¿ device had to come to the surface and the patient could feel the device when she sat down. It was noted that there was erosion. Device flips on its side. It was noted that the patient was having pocket issues. The pocket issues would need to be resolved via a revision or removal. Patient was scheduled for revision on (B)(6). Patient cancelled revision and it had not been rescheduled. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# va04h0y, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).